Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gear was making noise and not operating correctly. Unsure if the rate was correct. Battery cover was cracked. This issue was not related to physical damage/mishandle abuse. Event occurred during testing. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracks in the top case, bottom case and plunger case. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the plunger case. As a result, the plunger case was replaced and an occlusion test was performed. Service history review identified there was no indication that the complaint was related to the device within the review period.